Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 574 mg/dl. The cause of elevated bg was unknown. The customer administered a manual injection of insulin in an attempt to address the bg. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 10/23/24 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned